Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02700. It was reported that when an asymptomatic patient presented in clinic for device check, non-sustained oversensing episode was noted due to low amplitude high frequency signal. High capture threshold was noted on the right ventricular lead. The signal was not reproducible, but it was noted that there was a fine signal on the baseline which was not sensed. The oversensing was noted as myopotential oversensing. Programming changes were made to address the oversensing however no intervention was performed to address the high capture threshold as the values were within safety margin. The patient was stable and will be monitored remotely.